Event description:
Patient was revised to address infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the devices associated with this report were not returned for evaluation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. A search of the complaint database found no additional related reports for the lot codes 3249516, 3267021, e1kgy4, and 3235065. A search of the complaint database search finds at least one additional reported incident against lot code 31870285 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Based on the information received and investigation performed, the root cause of the need for revision is unknown. It is not possible to determine if there was a manufacturing fault. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.